Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the scope connector and the electrical connector have corrosion. Based on the results of the investigation, we could not determine/identify the root cause of the reported event. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the scope connector and the electrical connector have corrosion. There were no reports of patient involvement.